Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date. Operator of device is unknown.

Event description:
It was reported that the pump exhibited error code 41541 during testing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: one infusion pump was received for evaluation. Visual inspection found tamper seal removed, bent latch lock. The device's event history log was reviewed for evidence of the reported event, and nothing was found. Performed the functional test and found the latch lock flex to be reading when latched and locked as intended, cleared the error code. Actions taken, performed preventive maintenance and replaced the bent latch lock. With no indication of a manufacturing issue, no device history review was conducted. A review of service history found the device had not been in for service in the previous year.